Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer had been on dialysis and cannot get their settings right on the insulin pump, but the customer mentioned that the insulin pump does not belong to them. &nbsp;customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The customer did not troubleshoot and did not send the product back for analysis.